Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: investigation is based on event description. No product was returned and no imaging was provided. Therefore, it would be inappropriate to speculate at what may or may not have caused the filter hook to straighten during attempted filter retrieval. However, since reported that the grasped filter hook straightened "upon pulling and sliding", it is suggested that the hook was exposed to strong manipulation during the attempted filter retrieval. It is noted that the filter was retrieved by use of loop snare technique. No evidence to suggest that this product was not manufactured according to specifications and nothing indicates that it did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "the dr. Was going to retrieve the celect ivc filter using normal technique. He grasped the hook on the filter for retrieval and upon pulling and sliding the sheath over the filter the hook straightened. The snare let go and he had to pull the sheath back and go back and use a loop snare technique to successfully retrieved the filter. This is an experienced interventional radiologist and who pulls out about 10 filters a month." Patient outcome: no adverse effects reported on the patient due to this occurrence.